Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the sapien 3 valve by tf approach, the balloon only inflated about 50%. A leak was noted at the strain relief at the y-connector. Due to the annulus being severely calcified, the sapien 3 valve anchored at the calcium at a very early stage. The situation was solved with post dilation with another balloon. The patient is doing fine. Bav was performed without issues. Also the insertion of the commander and valve alignment was performed without problems. There was no extra tension on the device.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device was visually inspected and upon removal of the y-connector strain relief, a break in the balloon shaft was found. No other visual abnormalities were observed. With the strain relief in place, a leak was observed during balloon inflation as fluid was observed underneath the strain relief distal to the y-connector. The outer diameter of the balloon shaft was measured just distal to the break. The od of the balloon shaft was measured to meet specification. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system did not exceed (B)(6) 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system underwent multiple inspections. The device was 200% inspected for mechanical damage (e.g. Kinks, cuts). The balloon catheter was also 100% leak tested after assembly was completed. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan which includes a tensile test of the y-connector/balloon shaft joint. The work order for this device met the statistical acceptance criteria required for lot release. The complaint for delivery system leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions. Due to the severity associated with the complaint, a pra was initiated to assess risks associated with the issue. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA has been initiated for further investigation and implementation of corrective/preventive actions as needed. The complaint was confirmed and no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.